Manufacturer narrative:
H3: analysis of the communicator found ¿no anomalies were visually observed¿, ¿tested ok¿, ¿passed battery charging bench test¿ and ¿passed final functional test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-oct-2022, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported the port on both the handset and the communicator were loose. The patient stated they used to have to wiggle the cord around in the communicator to get it to work, but now, the communicator will not take a charge at all. The patient stated the communicator charging issue started ¿about 4 days ago,¿ but stated now that the communicator will not take a charge, the equipment was useless and referenced inability to use equipment. The patient stated they tried other cords, but the port was still loose. The patient stated the handset charging cord was loose, but they can get it to take a charge if they tape the charging cord to the handset. The patient stated they've tried other charging cords without resolution of the issue and stated the handset had low battery while on the call. An email was sent to the repair department to replace the devices as well as sending a compatible wallet case. No patient injury reported.